Event description:
In this case a 2.5 mm crosstie implant was inserted into the proximal phalanx. While attempting to flip the middle phalanx onto the implant, the implant broke. The implant was successfully removed and caused a minimal delay in surgery. Also in this case, two additional implants were opened but not used because the doctor decided he wanted to use a 0 degree implant rather than a 10 degree. There was no complaint or malfunction involving the two unused 10 degree implants. Broken implant was removed and another 0 degree implant was successfully used.

Manufacturer narrative:
After conversation with rep, in this case a 2.5 mm crosstie implant was inserted into the proximal phalanx. While attempting to flip the middle phalanx onto the implant, the implant broke. The implant was successfully removed and caused a minimal delay in surgery. Also in this case, two additional implants were opened but not used because the doctor decided he wanted to use a 0 degree implant rather than a 10 degree. There was no complaint or malfunction involving the two unused 10 degree implants. The following lhr's were reviewed and no evidence was found to suggest that the implant did not meet specifications prior to distribution. Lot 101051 (ref 1444-2500) packaged part number. Lot 100932 (ref 100059) implant part number.